Event description:
A request for device evaluation was rec'd that stated the suspect device was involved in an incident in 2008. The request originated from the office of the medical examiner. The me had requested device evaluation to aid in his investigation of a pt death. No additional info was made available by the office.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed. No data was available from the reported date of the adverse event; no conclusion can be drawn. No operational or functional failure was detected and the product was within specification.